Event description:
Boston scientific received information that this lead was suspected to have fractured due to patient twiddling. The local field representative was not present for the revision procedure, but believed that the lead was extracted. The fr was unaware if the product was going to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.